Manufacturer narrative:
The customer's report was observed at zoll medical corporation and attributed to physical damage to the on/off switch gasket and a switch on the main board that is not consistent with normal wear and tear. The on/off switch gasket and main board were replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.